Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp), clinical study) regard ing a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that at follow up visit on (B)(6) 2009 notes indicated interrogation showed a motor stall occurred on (B)(6) 2009. It was noted the pump restarted after restart command. No additional medical intervention to prevent permanent injury or impairment was needed. There was no assessment made related to the product/therapy/procedure. Relevant patient medical history included back pain without leg pain. The event date was (B)(6) 2009.